Manufacturer narrative:
Reporter is a synthes employee. Part: 310.221, lot: f-23845. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: march 19, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the visual inspection has shown that approximately 3 mm from the fluted tip section is broken off as complained. The broken tip was not returned for evaluation. The returned drill bit is all in all in good condition. Dimensional inspection: measurement outer diameter: result: "pass". Document/specification review: the measurements of the hardness after the hardening procedure were within the specification. The used material was (B)(4) as required. Summary: the received condition of the drill bit is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in march 2018 according to the specification. Based on that, and the condition of the item, a product related issue can be excluded. Unfortunately, the exact cause which has led to the breakage could not be evaluated. Based on the visual damages on the tip section, we have to assume that a mechanical overload situation for example lateral stress has led to the breakage. Based on the manufacturing investigation results, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during inspection on an unknown date, a drill bit was noticed to have unknown damage. There was no patient or procedure involvement. Upon manufacturer receipt and investigation, it was determined that the device was broken. This report is for a 2.0 mm cannulated drill bit. This is report 1 of 1 for (B)(4).